Event description:
It was reported that the patient underwent an unknown procedure on 10-april-2024 and suture was used. When pulling the needle during suturing, the thread and needle were separated. The surgery was successfully completed by replacing it with product from another box. There was no patient consequence. No further information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. E1 initial reporter facility address: 54 202 hasinbeonyeong-ro 171beon-gil, saha-gu (sinpyeong-dong), busan, busan 49393, south korea h6 component code: g07002 ¿ device not returned

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4 UDI, d9 h3 evaluation: the product was returned to ethicon for evaluation. One open box with twenty-two unopened samples were received for analysis. Product code. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.